Event description:
Caller reported a pump malfunction, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer was provided with instructions to reset the pump and assistance was given in doing so. The pump malfunction did not recur after the reset, and the customer was advised to continue using the pump while monitoring for any recurring issues, with instructions to reach out if needed.